Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 90% stenosed target lesion was in the circumflex artery (cx) with a 3mm reference vessel diameter and a 20mm lesion length. A 3.00x20mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. After the procedure the patient had a myocardial infarction (mi). Although there was a rise in cardiac markers, there were no electrocardiographic changes detected. The mi was described as inferior and was target vessel related. At the time of the myocardial infarction, the patient was receiving asa and clopidogrel. The patient was discharged six days after the index procedure without anginal complaints or silent ischemia. The patient was to continue taking asa 100 indefinitely and clopidogrel 75 for 12 month. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.